Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with injection vancomycin (2 gram, stat, route not reported), gentamicin (20 milligram, frequency and route not reported) and meropenem (250 mg, in each bag, intraperitoneally) for peritonitis. It was reported that the patient's fluid was clear; outcome status was reported as unknown. At the time of this report, action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). It was reported the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.